Event description:
It was reported that the patient with the neurostimulator (ins) had a red light on their remote. The patient had an open impedance in the past, and the device was programmed around it. The patient was discovered to have two additional electrodes with open impedances at the clinic. The patient denies any recent accidents or falls, and a bicycle accident occurred before the implant. At the clinic, it was attempted to clear the red light by switching between programs multiple times but failed. The device was programmed using electrode 0. Furthermore, the physician recommended a revision. The patient had lead revision on (B)(6) 2026. The old lead was fractured in 2 parts and removed. A new lead and ins were placed, both on the right side. There were no patient complications.

Manufacturer narrative:
Block d2b: additional pro code: qon block d10: model number/catalog number: 4101 serial number: (B)(6) batch/lot number: ax1t036310 model/catalog description: 4101 unique identifier (UDI) #: (B)(4). Block g4: additional premarket / 510 (k): p190006. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Media inspection was performed and pictures provide sufficient evidence to confirm that the impedances are open and that there is a red-light error on the rc. The events "impedance high" and "error codes displayed on rc" were confirmed. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.